Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale would not zero.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was accurate and no defect was found. It was confirmed that the customer did not zero out the scale prior to use. This would result in caregiver annoyance, however, it is not likely to harm the patient because the scale error prevents the bed exit and scale functions from being used. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.